Manufacturer narrative:
The initial reporter also notified the FDA on 16 march, 2021. Medwatch report # mw5099643. Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d tubing separated, which caused blood backflow on 2 occasions. The following information was provided by the initial reporter: material #: 10942011. Batch/lot #: 20065557. It was reported that the tubing was found hanging onto the floor IV blood backing up and broken at the connector hub. Verbatim: rn attached postpartum oxytocin to first port off mainline drip and started infusion per protocol. A few minutes later the baby admit rn noted blood backing up into IV line was found hanging onto floor. Upon examination, it was found that the tubing had broken off at the connector hub. Hub was still screwed into the port thus allowing blood to flow up the IV line and onto the bed.